Manufacturer narrative:
Concomitant products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 747220, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 7427v, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 3998, lot# j0428072v, implanted: (B)(6) 2005, product type lead; product ID 377745, lot# v008372, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect and a shocking or jolting sensation. It was also stated that the programmer 'quit working' the previous night, but before that it was working. The reporter stated that the patient was feeling 'very little stimulation.' Later that day it was reported that the patient had no stimulation sensation. It was reported that the previous night the patient turned off both stimulators to take a shower, and 'it jumped one time' and gave him 'one little shock, then it stopped.' It was stated that the left one works 'a little' and the right one 'does not work at all.' It was noted that the programmer had new batteries and all of the lights came on as normal for both stimulators, but the patient could not adjust stimulation. Three days later it was reported that the patient lost stimulation 'in certain areas.' It was determined that one of the patient's batteries was dead. The patient was waiting to a replacement surgery to be scheduled. It was noted that the patient was 'doing well and eager to get his replacement.' Four days later it was reported that the itrel ez battery had appeared to run to normal depletion. The replace surgery was being scheduled. No further information was available. If more information is received, a follow up report will be sent.